Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the dosage was running faster than expected. The product fault occurred during infusion. Per reporter, there was no physical damage, and the device was not dropped. There was a delay of therapy, and the patient was harmed; however, no specific details have been provided to date.

Manufacturer narrative:
H2) additional information: b5 updated: additional information was received from the customer that reported the pump was being used on a patient for an infusion of epoprostenol (veletri). The pump had been in use for a couple of days at the time of the event and the syringe of the medication had just been changed but no settings were changed. In approximately 17 minutes later over half the syringe had infused when this syringe should have lasted multiple hours. This caused the patient to have a drop in blood pressure, no information on their baseline blood pressure was provided. There were multiple staff members that verified the correct dose and rate were programmed in the pump. The patient did have recovery with an increase in vasoactive medications that were already running. D3 manufacturing plant address updated. D10 updated. H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. Prior to performing any testing or installing standard configuration the pumps alarm history was saved. The customers claim of over infusion of drug ¿veletri¿ was not replicated on the pump using the ¿epoprostenol¿ (generic name) drug configuration. The exact concentration, rate, dose and weight of patient used for infusion were performed for 17 minutes. Only 2.008 ml were administered during that time. Standard configuration of the pump¿s library was installed, and the pump was recalibrated and passed all performance verification testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.